Manufacturer narrative:
Date of event: unknown - customer doesn't know when it happened.

Event description:
Customer reported the unit has an error code message of machine and proximal pressure sensors failed. The customer reported that there was no patient involvement.